Event description:
Subsequently, additional information was received that the associated right ventricular (rv) lead involved in this event is a competitor product, and not the 0185 boston scientific lead.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for high out of range shock impedance measurements. There were no adverse patient effects reported.

Event description:
Additional information was received that the device continued to exhibit out of range shock impedance measurements. No adverse patient effects were reported. The device remains in service.